Event description:
It was reported that the right ventricular lead (rv) was explanted due to dislodgement, confirmed through fluoroscopy, and loss of capture with an asystole of less than 2 seconds. Patient presented intermittent capture at max output immediately following implant while in post-operation care. Patient was taken back to lab to have a new lead placed in the right ventricle apex. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular lead (rv) was explanted due to dislodgement, confirmed through fluoroscopy, and loss of capture with an asystole of less than 2 seconds. Patient presented intermittent capture at max output immediately following implant while in post-operation care. Patient was taken back to lab to have a new lead placed in the right ventricle apex. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.